Event description:
Country of complaint: (B)(6). The screw head broke off before rod was inserted. Surgeon had a hard time pushing in the rod. Hence, surgeon changed that particular screw to a new one. OEM presumes a surgical delay of greater than 15 minutes.

Manufacturer narrative:
Evaluation results: for analysis we received the following components in use with the screw at the time of the malfunction report: s4 set screw new version; sw790t, lot 51895971 and sw790t lot 51882530. The tabs of the polyaxial screw (sw774t) are not present, and the thread can therefore not be analyzed. There is no marking inside the polyaxial screw from the rod. The set-screws threads are stripped in one section. The wear marking on the underside of the set-screws is very pronounced. The appearance of the components suggests that the rod was not fully inserted into the body of the polyaxial screw. Furthermore that the rod was pressed down using the set-screws (hence distinctive wear marking). Due to the high force required to push the rod down, the thread stripped on one side of the set-screw. The opposing thread was possibly within the tab of the polyaxial screw. The cause of the component failure is a handling error during use. All component lot numbers have been checked and found to be according to the specification valid at the time of production.